Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the insulin pump alarmed. No delivery several times while staying at the hospital. It was stated that the customer had severe coughing, vomiting, and was not able to hold the food. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that several boluses did not fully deliver. The alarm history showed multiple no delivery alarms and low reservoirs. Ran a fixed prime and the test failed. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.